Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.